Event description:
It was reported that the pt was not experiencing the relief he had previously. An x-ray observation revealed a break/cut in the intrathecal section of the catheter. A surgical revision occurred in 2008. The pt recovered without sequela. The lioresal 2000 mcg/ml was delivered via simple continuous infusion mode at an infusion rate of 0.05 ml.

Manufacturer narrative:
Results used for the catheter.